Event description:
The doctor claims that an microvel double velour bifurcated vascular graft was implanted in 1999 for a patient who presented an abdominal aneurysm (aaa). The patient was satisfactory after the implantation surgery, but then died 2 days after the implantation of the device. According to the doctor, a small rupture of the graft was noted, but no suture ruptures was noted. The co has now learned that the graft rupture, which had occurred above the suture line, was found at autopsy. Although the exact cause of the rupture is unknown at this time, the doctor claims that it was not his fault. Bleeding was reported as the cause of death.